Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where it was reported taxol leaked from micron filter. The customer stated there was no drug exposure, and no impact to patient or healthcare provider. The chemo spill was cleaned per facility protocol, a spill kit was used. The event was noted during infusion. The tubing was replaced, and therapy resumed. No other physical defect noted. There was patient involvement, but no one was harmed in the event.

Manufacturer narrative:
Received one used list #142560488 primary plum set attached to a bag spike adapter with spiros. As received the inlet and outlet filters of the micron filter appeared to be wetted out. The returned sample was leak tested per product specification. There was leakage observed in both the inlet and outlet filter of the micron filter. A green dye test was performed where the leaks appeared to seep through multiple locations on both the inlet and outlet filter. The complaint of chemo drug leakage on the micron filter can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 3/8/2024.